Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, high pacing lead impedance, and sensing p-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The measured full helix extension length was within specification.

Event description:
Related manufacturer report number: 2017865-2023-13283 during follow-up, decreased sensing, loss of capture, increased pacing and defibrillation impedance, and far p wave-oversensing were observed on the right atrial (ra) and right ventricular (rv) lead. The patient is not pacing dependent. X-ray imaging was performed and revealed ra and rv lead dislodgement due to twiddler syndrome. The event was resolved by explanting and replacing the ra and rv leads. The patient was in stable condition and experienced no consequences.